Event description:
It was reported that during implant the surgeon noticed bleeding in the area of the left apex of the heart. After taking the heart out they observed bleeding between the ring and pump. They tried to reposition and revise the pump with no effect, so the pump was exchanged. The bleeding then stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted videos confirmed a blood leak at the apical cuff during implant; however, a specific cause for this finding could not be conclusively determined, and evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Heartmate 3 lvas, serial number (B)(6), was implanted on (B)(6) 2022. After extracorporeal circulation was ended, the surgeon noticed bleeding at the apical cuff and videos of the bleeding were taken. The team tried pump reposition and revision with no effect. Extracorporeal circulation was re-entered, and the pump was exchanged with a backup left ventricular assist device (lvad), serial number (B)(6). The bleeding stopped. The submitted videos showed the lvad implanted into the left ventricle with the apical cuff apparently in place on the ventricle and the cuff lock in the closed position, securing the apical cuff. A blood leak at the apical cuff is visible as the pump/heart is tilted by hand. (B)(6) was returned assembled with the pump cable severed approximately 17.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The apical cuff lock appeared symmetrical with no evidence of damage. The apical cuff lock secured the test apical cuff without issue. A test apical cuff was used as the apical cuff in the event was not returned. The apical cuff lock was cycled between the closed and open positions without issue. The lvad event and periodic log files retrieved from the returned device using a test system controller appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.